Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one ensite x amplifier was received for evaluation. Evaluation testing was successful. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During af procedure, the amplifier started flashing orange which caused a delay. Attempt was made with unplugging the cable and rebooting several times, but with no resolution. Replaced the amplifier, issue was resolved. It took two hours to arrange for a replacement unit. The patient was prepped for the procedure and in the room during this time. The procedure was completed with no adverse consequences to the patient. At a later date, when the distributor checked this device, the event was reproduced.